Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse ran the unit on his test balloon and trainer and found no issues. The fse did found multiple errors 37 and iab disconnected alarms in the diagnostics logs. He then performed all tests and calibrations and no issues were found during testing and calibration. Per the recommendation of the field specialist, the drive manifold and scroll compressor were replaced as a precaution. The unit passed all functional and safety test per manufacture specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure . There was no patient harm and no adverse event was reported.